Event description:
Patient was enrolled in the cypher study and received a 3.0 x 33mm cypher stent. Seven months post-implant, the investigator identified a possible stent fracture. No additional information is available at this time.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.